Event description:
The balloons were inserted on (B)(6) 2018. The next day, the patient reported a temperature of 101, chest pain and vomiting. A chest and abdominal CT scans with oral contrast were performed. The CT chest was normal, the CT abdominal showed the balloon in place, distended gastric fundus, and retained gastric contents surrounding the balloon. The device was removed on (B)(6) 2018. Additional information received on april 24, 2018 confirmed there was a gastric outlet obstruction. The patient was reported to be doing fine following the device removal.